Event description:
The customer called to report high blood glucose levels. The reported blood glucose reading was 355 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.